Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had an explant/replacement procedure for his leads and extensions. (Reference manufacturer reports: 1627487-2011-01207, 1627487-2011-01221, 1627487-2011-01406, 1627487-2011-01414, 1627487-2011-01415 and 1627487-2011-01416). During the surgery, the physician noticed that there was blood/fluid in the header of the patient's ipg. The physician decided to explant and replace the ipg during the procedure on (B)(6) 2011. No further patient complications were reported.